Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads of a pacing dependent patient exhibited noise. Both leads were explanted and replaced. The patient did not have adverse effects before, during, or after the procedure and was discharged.